Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that all of the keypad buttons were unresponsive. Reportedly, there was no misuse of the product. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2014 with the following findings: the pump powered on to a call service alarm. The keypad was observed to be undamaged. The keypad was removed and there was no evidence of contamination or damage found to the key contacts. Moisture corrosion was found to the pcb, and to the force sensor circuit. Further testing was prohibited due to the call service alarm.